Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, the physician went to perform a sphincterotomy and when applying electric current the cut wire broke. No part of the the cut wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome.there were no patient complications reported as a result of this event.